Manufacturer narrative:
The complaint was not confirmed for no slit on tab. A non-sterile trufill dcs coil was rec'd tangled and coiled. Coil was not rec'd . Introducer was not mounted on dcs and it was damaged. The introducer body around the slit has a concave-like configuration. Delivery tube was also damaged. Due to the damaged rec'd condition of dcs functional analysis could not be performed. Manufacturing records for lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The exact cause of damages observed in the returned unit could not be conclusively determined. Controls are in place during manufacturing process in order to avoid damaged units from leaving the facility. Kinks in the delivery system can lead to inability to unzip the coil introducer away from the delivery tube. Per the IFU, the system should be discarded if kinks or damage are noted prior to use. The dcs system is a delicate system and should be handled with care to prevent damage. It was confirmed that a slit was present on the introducer. The cause of the inability to unzip the introducer cannot be conclusively determined. There are no procedureal factors identified contributing to the detachment of the coil from the delivery system as found with analysis of the returned product. However, due to the retunred condition and the fact that a detached coil would be noted by the user, it is likely that the coil separated from the system after use, during handling and packaging for return. The detached coil does not appear to be related to the product malfunction described by the customer. The reported complaint does not appear to be manufacturing related. Complaints of this type will continue to be monitored to determine if action is necessary.

Event description:
Could not strip the introducer tube / no slit on the tab. During a coil embolization within aneurysm, the physician couldn't strip the introducer tube from the delivery tube. The difficulty was experienced, when he tried to perform a peel away of the introducer after he inserted the delivery tube into an unknown microcatheter (mc). Then, he withdrew the system and found that there was no slit on the tab. There was no information how the procedure was completed finally. There was light vessel tortuosity on the target lesion. This product was used to the pt clinically, but there was no adverse consequence to the pt. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The system was returned without the coil attached to the gripper.